Manufacturer narrative:
H6: as of this date the device has not been returned to the MFR. Should it be returned to the MFR at some point in the future an evaluation will be performed. B2: other serious category was selected as the initial info provided does not indicate that a revision surgery has taken place yet.